Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with thyroid assays on a cobas 8000 e 801 module. The samples also had discrepant test results when tested on the following analyzers used for investigation: e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. Affected tests include the elecsys tsh assay, elecsys ft3 iii, and the elecsys ft4 ii assay. It was asked, but it is not known if any incorrect test results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. Values highlighted in yellow are discrepant. The samples were initially tested on the customer's e 801 analyzer on (B)(6) 2019. The samples were repeated on a centaur analyzer. The sample was also provided for investigation, where it was tested on an e 602 analyzer and an e 411 analyzer on (B)(6) 2019 and tested on a second e 801 analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Tsh reagent lot number 418318, with an expiration date of 29-feb-2020 was used on this analyzer. The serial number of the e 411 analyzer used for investigation is (B)(4). Tsh reagent lot number 418318, with an expiration date of 29-feb-2020 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Tsh reagent lot number 416233, with an expiration date of 31-oct-2020 was used on this analyzer.

Manufacturer narrative:
The investigation did not identify a product problem. The difference in tsh values generated with the different methods is caused by differences in the setups of the assays, the antibodies used, and differences of the standardization materials and procedures used.